Event description:
Event verbatim [preferred term] patients that do not have rhinorrhea, are getting false negatives with lucira by pfizer [false negative investigation result] narrative: this is a spontaneous report received from a physician from medical information team. A patient (age and gender not provided) received covid-19 and influenza ivd device (lucira by pfizer covid-19 & flu home test). The patient's relevant medical history and concomitant medications were not reported. The following information was reported: false negative investigation result (non-serious), outcome "unknown", described as "patients that do not have rhinorrhea, are getting false negatives with lucira by pfizer". Relevant laboratory tests and procedures are available in the appropriate section. Therapeutic measures were taken as a result of false negative investigation result. The reporter considered "patients that do not have rhinorrhea, are getting false negatives with lucira by pfizer" associated to covid-19 and influenza ivd device. Causality for "patients that do not have rhinorrhea, are getting false negatives with lucira by pfizer" was determined associated to covid-19 and influenza ivd device (malfunction). Additional information: she is trying to report possible efficacy and quality issues she is aware of with a lucira by pfizer product. Patient involvement: clarified by caller, this is kind of a general observation. In reporter's observation, feels like patients that do not have rhinorrhea, are getting false negatives with lucira by pfizer. Clarified, there are no specific patients involved, just noticed in general by reporter. Caller states that, reporter sees pediatric patients in general, from newborn to 20 years old. About 10 percent of the patients reporter sees present without rhinorrhea. When she suspects possibility of covid, those patients that do not have rhinorrhea, are not getting positive results and, reporter having to retest those patients. They are retesting with 123 testing and treating those without positive results, with antivirals.

Event description:
Event verbatim [preferred term]. Patients that do not have rhinorrhea, are getting false negatives with lucira by pfizer [false negative investigation result], , narrative: this is a spontaneous report received from a physician from medical information team and product quality group. A patient (age and gender not provided) received covid-19 and influenza ivd device (lucira by pfizer covid-19 & flu home test). The patient's relevant medical history and concomitant medications were not reported. The following information was reported: false negative investigation result (non-serious), outcome "unknown", described as "patients that do not have rhinorrhea, are getting false negatives with lucira by pfizer". Relevant laboratory tests and procedures are available in the appropriate section. Therapeutic measures were taken as a result of false negative investigation result. The reporter considered "patients that do not have rhinorrhea, are getting false negatives with lucira by pfizer" associated to covid-19 and influenza ivd device. Causality for "patients that do not have rhinorrhea, are getting false negatives with lucira by pfizer" was determined associated to covid-19 and influenza ivd device (malfunction). Additional information: she is trying to report possible efficacy and quality issues she is aware of with a lucira by pfizer product. Patient involvement: clarified by caller, this is kind of a general observation. In reporter's observation, feels like patients that do not have rhinorrhea, are getting false negatives with lucira by pfizer. Clarified, there are no specific patients involved, just noticed in general by reporter. Caller states that, reporter sees pediatric patients in general, from newborn to 20 years old. About 10 percent of the patients reporter sees present without rhinorrhea. When she suspects possibility of covid, those patients that do not have rhinorrhea, are not getting positive results and, reporter having to retest those patients. They are retesting with 123 testing and treating those without positive results, with antivirals. Product quality group provided investigational results on 04nov2024 and 25nov2024 for covid-19 and influenza ivd device: investigation summary and conclusion: manufacturing investigation: the complaint for false negative result for the covid and flu ivd test kit (lot number: not reported, UDI: not reported) was investigated. The investigation included reviewing product-class-subclass trending and expedite trending. A complaint sample was not returned. Consequently, this complaint is not confirmed. No root cause or CAPA were identified as the complaint was not confirmed. The final scope was determined to be limited to covid and flu ivd test kit. No quality issues were identified during the investigation. There is no impact on product quality, regulatory compliance, validation, stability, or patient safety. No issue escalation was required. Device engineering investigation: this investigation is based on the information captured in the complaint description and argus report. The complaint issue, false negative, was reported. The risk management file was reviewed to confirm that the hazard(s) and hazardous situation(s) associated with the complaint issue are documented in the hazard analysis (rsk-062), version (4.0). All complaint investigations are trended. There is not a current trend alert documented. Follow-up (01nov2024): follow-up attempts are completed. Follow-up (04nov2024): this is a follow-up report from product quality group providing investigation results. Follow-up (25nov2024): this is a follow-up report from product quality group providing investigation results.

Event description:
Patients that do not have rhinorrhea, are getting false negatives with lucira by pfizer [false negative investigation result], narrative: this is a spontaneous report received from a physician from medical information team and product quality group. A patient (age and gender not provided) received covid-19 and influenza ivd device (lucira by pfizer covid-19 & flu home test). The patient's relevant medical history and concomitant medications were not reported. The following information was reported: false negative investigation result (non-serious), outcome "unknown", described as "patients that do not have rhinorrhea, are getting false negatives with lucira by pfizer". Relevant laboratory tests and procedures are available in the appropriate section. Therapeutic measures were taken as a result of false negative investigation result. The reporter considered "patients that do not have rhinorrhea, are getting false negatives with lucira by pfizer" associated to covid-19 and influenza ivd device. Causality for "patients that do not have rhinorrhea, are getting false negatives with lucira by pfizer" was determined associated to covid-19 and influenza ivd device (malfunction). Additional information: she is trying to report possible efficacy and quality issues she is aware of with a lucira by pfizer product. Patient involvement: clarified by caller, this is kind of a general observation. In reporter's observation, feels like patients that do not have rhinorrhea, are getting false negatives with lucira by pfizer. Clarified, there are no specific patients involved, just noticed in general by reporter. Caller states that, reporter sees pediatric patients in general, from newborn to 20 years old. About 10 percent of the patient's reporter sees present without rhinorrhea. When she suspects possibility of covid, those patients that do not have rhinorrhea, are not getting positive results and, reporter having to retest those patients. They are retesting with 123 testing and treating those without positive results, with antivirals. Product quality group provided investigational results on 04nov2024 for covid-19 and influenza ivd device: investigation summary and conclusion: manufacturing investigation: the complaint for false negative result for the covid and flu ivd test kit (lot number: not reported, UDI: not reported) was investigated. The investigation included reviewing product-class-subclass trending and expedite trending. A complaint sample was not returned. Consequently, this complaint is not confirmed. No root cause or CAPA were identified as the complaint was not confirmed. The final scope was determined to be limited to covid and flu ivd test kit. No quality issues were identified during the investigation. There is no impact on product quality, regulatory compliance, validation, stability, or patient safety. No issue escalation was required. Device engineering investigation: this investigation is based on the information captured in the complaint description and argus report. The complaint issue, false negative, was reported. The risk management file was reviewed to confirm that the hazard(s) and hazardous situation(s) associated with the complaint issue are documented in the hazard analysis (rsk-062), version (4.0). All complaint investigations are trended. There is not a current trend alert documented. Follow-up (01nov2024): follow-up attempts are completed. Follow-up (04nov2024): this is a follow-up report from product quality group providing investigation results.